Event description:
Initial reporter indicated that their dell handheld had "handheld computer screen stalls after interrogation, the handheld is manually turned off and then back on in order to proceed to following screen. The handheld was functioning very slowly." The handheld contained 7.1 programming software. The product is at MFR pending completion of product analysis.